Manufacturer narrative:
Device evaluated by MFR: blood was evident across the entire stent profile and the profile appeared to be constricted. This indicates that the stent was used and removed from the patient. The stent length was measured at 75mm which is not in specification. However, deployed lengths reflect expansion to desired vessel diameter. Constricting the stent to a smaller diameter will cause a longer deployed length, depending on the degree of constriction. As a result, it can be determined that there is no issue with profile of the stent. The delivery device was not returned to the manufacturing site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be a user preference issue. (B)(4).

Event description:
It was reported that stent deployment issue was encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 10x69x75/ iliac 6f wallstent¿ rp endoprosthesis was advanced to treat a lesion. However, during the procedure, it was noted that the stent does not fit the length of the lesion. The procedure was completed with a 10x49 wallstent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issue was encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 10x69x75/ iliac 6f wallstent rp endoprosthesis was advanced to treat a lesion. However, during the procedure, it was noted that the stent does not fit the length of the lesion. The procedure was completed with a 10x49 wallstent. No patient complications were reported and the patient's status was good.